Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient is having problems locating and recharging ins and requested to meet with a manufacturer rep for assistance. Caller was not with patient on the call to complete troubleshooting. Caller also stated patient needs reprogramming (standard programming). It was reported that this issue first started last week. No symptoms and no further complications were reported.